Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v737609, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Additional information determined that the correct manufacturing site for this event is site # 3004209178.

Event description:
Additional information received from the manufacturer's representative noted that the patient had a lead and battery replacement on (B)(6) 2014. The patient had fallen, although the representative was unsure if it was a fall or something else, and the patient claimed the device was hurting. Both the representative and the physician think the patient is rather eccentric. When the patient went in for the lead replacement, the battery was found to be depleted or close to depletion. The battery depletion was normal and the patient was in continuous mode. The representative could not specify the location of the lead issue. The only thing the representative was told by the physician was that the lead was in the wrong place. Regarding the patient's outcome, the representative said he programmed the patient after the surgery and the patient seemed fine. The patient was supposed to schedule a follow up visit with the physician but the representative did not know of any scheduled appointments.

Event description:
It was reported that there was a lead revision and battery replacement. There were no patient symptoms or injuries related to the event. No device issues or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.